Event description:
It was reported that during total knee arthroplasty the user put the orthalign plus unit and reference sensor on the femoral microblock. Did the femoral move to locate hip center. A "normal" looking cut read 20 degrees of f/e. When they adjusted the cutting block so the screen read 0 degrees the cut looked to be about -20 degrees in f/e. They took the unit/sensor off and powered down to re-pair. After that the move registration would not work.

Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned an investigation into the alleged accuracy issue will be performed . With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused to the patient by an inaccurate device measurement.